Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/24/2020. A manufacturing record evaluation was performed for the finished device lot md2759, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on 3/23/2020; and a suture was used. During the procedure, the suture pulled off the needle while sewing the peritoneum in the second cesarean section. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.